Event description:
The vascular prosthesis was removed more than 5 years after implant due to leakage at the suture site. The device was successfully implanted on 11/28/91 during which 3 straight vascular grafts of 8mm, 12mm, and 26mm diameters were sutured together to construct an aortic arch. The 3 year post-op scan (CT) showed no evidence of complications. However, the 5 year post-op evaluation by dsa (digital substration angiography) revealed leakage of the 8mm graft and an enlarged aortic arch. The pt was admitted for open heart surgery in 2/97, at which time the graft was found to be leaking at a small tear around the suture site. The device was replaced with another prosthesis and the pt was reported to be in stable condition at that time of report.

Manufacturer narrative:
H10 subsequent to the initial report, the MFR received info from the distributor concerning the event in question. According to the report, the complaint device reported in the initial medwatch report was incorrectly identified. Three grafts (12mm, 8mm, and 26mm) were used to construct the aortic arch. The area of leakage, which eventually lead to a pseudoaneurysm and surgical reintervention, was the result of a separation between the lp0012 and the lp0026 and did not affect the lp0008, as previously reported. The leakage appeared to be due to a small opening along the suture line of the lp0012. There was no damage observed on either the lp0008 or lp0026 graft, and none of the grafts were explanted, as reported earlier. Instead, the damaged area of the lp0012 was cut off and the graft reattached to the aortic arch (lp0026). A small portionof the cut end of the lp0012 graft was returned and inspected. The results of the evaluation are attached. Although the inspection was limited by the condition of the specimen, the area around the sutures showed no evidence of stress, suture pull-through, or tearing along the sutures. There was some evidence of fraying along one stitch placed closed to the edge of the graft (<2mm), which could have contributed to the leakage. Device code 2320 should be deleted since none of the devices were explanted. The MFR received a small portion of the lp0012 graft which had been attached to the side of the larger prosthesis used for the aortic arch. The specimen consisted of 2 pieces of woven graft. One piece approximately 3mm x 25mm, contained suture fragments and was clearly visible as the end of the graft which had been sutured to the arch. A smaller, torn section of graft was included, but its relationship to the larger segment could not be determined. Around half of the circumference of the fragment, the sutures appeared to be cut, presumably by the surgeon while removing the damaged section to reattach the graft. The areas around the individual sutures were intact, showing no evidence of stress, elongation of suture holes, or tearing. This observation indicates that the sutures did not pull through the fabric and that the fabric did not tear along the suture line. Although most of the sutures were placed approximately 2mm from the graft edge, one suture was inserted very close to the edge of the fabric, causing the outermost crosswise thread to separate from the fabric. This is an example of fraying which may occur if the suture bite is too small. The resulting gap could conceivable enlarge over time under normal arterial stresses and result in leakage of the nature described. It was also observed that the sample had been cut or torn lengthwise through the graft circumference. In the event that the attached end of the graft had been stretched to cover the opening in the side of the arch, any small cut or nick in the edge of the smaller graft could possibly have grown into a longitudinal tear from the stresses exerted